Manufacturer narrative:
The insulin pump passed functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, no delivery and motor tests. No motor error alarm was noted during testing. The motor was inspected and no anomaly was noted. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump had intermittent button response due to flattened button dome switches. The keypad connector was fully locked. The insulin pump had cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had motor anomaly. Customer's blood glucose at time of incident was unknown. Customer stated she was just changing reservoir in pump and she is unable to fill tube. Customer stated that she is pressing act and holding button down and no response. Customer was able to replace the insulin pump.